Event description:
This patient initially presented to cath with an acute myocardial infarction and 2-vessel disease was found. Pci was performed on a totally occluded right coronary artery of unknown length in a 3.0mm vessel diameter. Pre-dilation was conducted with 3.0x20mm balloon at unknown inflation pressure and 3 overlapping cypher stents, a 3.0x13mm, 3.0x23mm and a 3.0x28mm, were deployed in the right coronary artery (rca) at unknown inflation pressure. One year, there was 90% in-stent restenosis and one additional cypher stent, a 3.0x18mm cypher stent, was deployed at unknown inflation pressure. The following year, the patient had a thrombotic event and all of the stents were occluded. The vessel was treated with four additional cypher stents. This report represents notification of the 3.0x18mm cypher stent with an unknown catalog and lot number. Additional information regarding the product has been requested but is not available.

Manufacturer narrative:
The product was not returned (or was not available) for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The clinical impression has been amended to reflect new or corrected information. A 43 year old female patient with a history of CABG experienced restenosis and thrombosis post cypher stent implantations. Initially, the patient was admitted with an ami and underwent an angiogram that revealed lesions in her rca and lm. This patient's gender, presentation with an ami and aggressive cad puts her at increased risk for mace. Pre procedural medications included plavix; while intra procedural medications included reopro. The pre or intra procedural administration of asa or heparin and the performance or recording of acts was not reported. The rca lesion was described as 100% occluded, 3mm in diameter, "pretty long" and with no calcification or thrombus present. The safety and effectiveness of the cypher stent in these types of vessels and/or lesions has not been established. The lesion was pre-dilated prior to the placement of three overlapping cypher stents at unknown maximum inflation pressures; a 3.00 x 13mm, a 3.00 x 23mm and a 3.00 x 28mm. According to the IFU, the use of more than two cypher stents has not been clinically studied. The treatment, if any at this time, for the 50% lesion in the lm was not reported. The patient was discharged on medications that included plavix. The post procedural administration of asa was not reported. One month after the index procedure, the patient returned for CABG with bypasses to the lad and circumflex to address progression of the patient's lm disease. Sixteen months after the index procedure, a repeat angiogram revealed 90% restenosis in and adjacent to all three of the previously implanted cypher stents. This was treated with the placement of a 3.00 x 18mm cypher stent. In addition, another cypher stent of unknown size was placed in the lm since the patient's graft to the circumflex had shut down. Details regarding this procedure were not provided. Twenty-eight months after the index procedure, the patient returned to the cath lab with thrombosis involving all four of the previously implanted cypher stents in the rca. This was treated with thrombectomy, ptca, the administration of integrilin and the placement of four additional cypher stents. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to these events. This is also one of four unknown products reported under the following manufacturing report numbers 3003742446-2006-00437 and 3003742446-2006-00499.